Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 28-mar-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pruritus ("itching") in a 41 year-old female patient who had essure inserted (lot no. 689931). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was duloxetine for spinal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced pruritus (seriousness criterion medically important), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression"), paraesthesia ("tingling"), fibromyalgia ("fibromyalgia"), pain ("generalised pain"), tendonitis ("tendonitis"), chills ("intense chills-type cold in the body without being able to warm up"), eye pruritus ("itchy eyes"), dyspepsia ("digestive problems") and back pain ("lower back pain") and was found to have weight increased ("weight gain of 13 kg without dietary change"). An unknown time later she experienced dry mouth ("dry mouth"), spinal pain ("spinal cord pain"), sneezing ("multiple sneezes"), cough ("coughing fits") and viral infection ("regularly sick with viroses that drag on"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, nausea, weight increased, fatigue, depression, pruritus, paraesthesia, fibromyalgia, pain, tendonitis, chills, eye pruritus, dyspepsia, back pain, dry mouth, spinal pain, sneezing, cough or viral infection. The reporter commented: she was diagnosed fibromyalgia as a result of generalised pain, tendonitis, intense chills-type cold in the body without being able to warm up, itchy eyes, digestive problems, lower back pain... Etc. Disorders discovered on the adverse effects of the insertion of these implants that ruined her life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-mar-2023. The most recent information was received on 14-apr-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pruritus ("itching") in a 41 year-old female patient who had essure inserted (lot no. 689931). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was duloxetine for spinal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced pruritus (seriousness criterion medically important), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression"), paraesthesia ("tingling"), fibromyalgia ("fibromyalgia"), pain ("generalised pain"), tendonitis ("tendonitis"), chills ("intense chills-type cold in the body without being able to warm up"), eye pruritus ("itchy eyes"), dyspepsia ("digestive problems") and back pain ("lower back pain") and was found to have weight increased ("weight gain of 13 kg without dietary change"). An unknown time later she experienced dry mouth ("dry mouth"), spinal pain ("spinal cord pain"), sneezing ("multiple sneezes"), cough ("coughing fits") and viral infection ("regularly sick with viroses that drag on"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, nausea, weight increased, fatigue, depression, pruritus, paraesthesia, fibromyalgia, pain, tendonitis, chills, eye pruritus, dyspepsia, back pain, dry mouth, spinal pain, sneezing, cough or viral infection. The reporter commented: she was diagnosed fibromyalgia as a result of generalised pain, tendonitis, intense chills-type cold in the body without being able to warm up, itchy eyes, digestive problems, lower back pain... Etc. Disorders discovered on the adverse effects of the insertion of these implants that ruined her life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Lot number:689931 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Itching [itching] headache [headache] nausea [nausea] weight gain of 13 kg without dietary change [weight gain] fatigue [fatigue] depression [depression] tingling [tingling] fibromyalgia [fibromyalgia] generalised pain [general body pain] tendonitis [tendonitis] intense chills-type cold in the body without being able to warm up [chills] itchy eyes [itchy eyes] digestive problems [digestion impaired] lower back pain / , throbbing pain in the lower back region [low back pain] dry mouth [dry mouth] spinal cord pain [spinal pain] multiple sneezes [sneezing] coughing fits [paroxysmal cough] regularly sick with viroses that drag on [virosis] abdominal pain [abdominal pain] vomiting [vomiting] muscle and tendon pain [muscle pain] tenodn pain [tendon pain] lack of energy and loss of strength [loss of energy] lack of energy and loss of strength [strength loss of] irritability [irritability] anxiety [anxiety] migraines with flashes of light [ophthalmic migraine] dizziness [dizziness] foggy feeling [foggy feeling in head] loss of concentration [concentration loss] tinnitus [tinnitus] hair loss [hair loss] teeth breaking [tooth fracture] intense chills [chills] smells of ammonia felt from my body [body odour] pelvic pain female [pelvic pain female]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-mar-2023. The most recent information was received on 12-feb-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pruritus ("itching") in a 41-year-old female patient who had essure inserted (lot no. 689931). Additional non-serious events are detailed below. The patient had a medical history of, breast mouse and fibroadenoma. The only concomitant product mentioned was duloxetine for spinal pain. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010 she experienced pruritus (seriousness criterion medically important), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression"), paraesthesia ("tingling"), fibromyalgia ("fibromyalgia"), pain ("generalised pain"), tendonitis ("tendonitis"), a first episode of chills ("intense chills-type cold in the body without being able to warm up"), eye pruritus ("itchy eyes"), dyspepsia ("digestive problems") and back pain ("lower back pain / , throbbing pain in the lower back region") and was found to have weight increased ("weight gain of 13 kg without dietary change"). On unknown date she experienced dry mouth ("dry mouth"), spinal pain ("spinal cord pain"), sneezing ("multiple sneezes"), cough ("coughing fits"), viral infection ("regularly sick with viroses that drag on"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), myalgia ("muscle and tendon pain"), tendon pain ("tenodn pain"), loss of energy ("lack of energy and loss of strength"), strength loss of ("lack of energy and loss of strength"), irritability ("irritability"), anxiety ("anxiety"), ophthalmic migraine ("migraines with flashes of light"), dizziness ("dizziness"), brain fog ("foggy feeling"), disturbance in attention ("loss of concentration"), tinnitus ("tinnitus"), alopecia ("hair loss"), tooth fracture ("teeth breaking"), a second episode of chills ("intense chills"), skin odour abnormal ("smells of ammonia felt from my body") and pelvic pain ("pelvic pain female"). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to headache, nausea, weight increased, fatigue, depression, pruritus, paraesthesia, fibromyalgia, pain, tendonitis, the first episode of chills, eye pruritus, dyspepsia, back pain, dry mouth, spinal pain, sneezing, cough, viral infection, abdominal pain, vomiting, myalgia, tendon pain, loss of energy, strength loss of, irritability, anxiety, ophthalmic migraine, dizziness, brain fog, disturbance in attention, tinnitus, alopecia, tooth fracture, the second episode of chills, skin odour abnormal or pelvic pain. The reporter commented: report from an operation performed at clinic on (B)(6)2010 procedure: essure + removal of fibroadenomas bilateral ambulatory the ultrasound scan did not show anything abnormal on the right-hand side. Hysteroscopy straightforward. Implants inserted without any issues. Trans-areolar incision and straightforward removal of breast mouse. Glandular reconstruction and closure she was diagnosed fibromyalgia as a result of generalized pain, tendonitis, intense chills-type cold in the body without being able to warm up, itchy eyes, digestive problems, lower back pain... Etc. Disorders discovered on the adverse effects of the insertion of these implants that ruined her life comments "after reading up on the side effects of essure insertion, I asked my gynaecologist if it would be possible to have this device removed, but the matter was quickly dismissed with a "no" nothing to do with your condition. Today I met a pain doctor who seemed surprised that it was still there. He asked me twice if it had been removed. But it didn't go any further than that. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Magnetic resonance imaging] (date unknown): did not reveal anything from a medical perspective. Lot number:689931 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events pelvic pain, abdominal pain, vomiting, lack of energy and loss of strength., irritability, anxiety, migraines with flashes of light, dizziness, foggy feeling, loss of concentration, tinnitus, hair loss, teeth breaking, intense chills, smells of ammonia felt from my body were added. Lab data added. Historical drug added. Reporter causality comment updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.